Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient undergoing a heart transplant could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the events prompting the transplant could not be conclusively established through this evaluation. The patient underwent a heart transplant on (B)(6) 2022. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.